Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was high but customer could not recall the cause of it. Reportedly customer applied correction bolus to address the issue. Reportedly, the customer will continue to use current pump until replacement arrives.